Event description:
Two endeavor spring drug-eluting stents were implanted to the proximal lad (MFR report# 2953200-2008-00885.) A sudden death was reported to have occurred four days post stent implant. Death was reported to be associated with an mi & stent thrombosis. Mi was reported as an acute stemi. Location of infarction was anterior & lateral. Investigator assessed the event as a non-q-wave mi. The stent thrombosis was reported to have occurred in the proximal lad. One day afer leaving hosp pt suffered a mi in his home. The general practitioner noted extensive ant-lat. Re-mi, very likely in target lesion, possibly in study stent. ECG confirmed location of mi st elevation. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation results: (death, mi, stent thrombosis).